Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, low r-wave measurements and low pacing impedance measurements less than 200 ohms which resulted in inappropriate therapy. The lead insulation was noted to be damaged. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.